Manufacturer narrative:
The report event of one lead broken was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The reason for the event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to a fractured lead and a migrated lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.